Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
The client informs: ¿during a procedure performed on saturday, august 17 at 1:40 pm, the gastric sleeve patient. The harmonic console presented an error when we were dissecting the greater curvature of the stomach. When reviewing the possible causes of the failure we found that the har36hd shears that was completely new, it was lacking a piece of his jaw. So it was not possible to finish the procedure with this shears and we were obliged to replace it, in order to continue the surgery ¿.